Event description:
It was reported that six (6) exacta mix 500 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags leaked at the administration port during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between october 11-12, 2023. H11: six actual devices were received for evaluation. A visual inspection was performed, and the reported issue was not easily identified by the initial visual inspection of the returned samples. Functional testing was performed, and it was noted that there was leaking from the administration spike port bonding area on the returned samples. The reported condition was verified. The cause of the reported condition could not be determined; however, a likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.